Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the rep met the patient at the doctor¿s office and the patient stated that she could not charge. An appointment was set for the next day and a physician recharge mode was performed and the device was pulled out of overdischarge. She charged past 1/4 chargers and the power on reset (por) was cleared. The issue was resolved and the patient was instructed on recharging protocol. The patient also confirmed coverage was good and no further intervention was required at that time. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) on 2017-apr-05. It was reported that the hcp performed an incision and drainage procedure on the patient and the rep was notified of an intention to explant the implantable neurostimulator (ins). There were no further complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.